Event description:
It was reported that an alarm 2 and an occlusion issue occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to perform several troubleshooting steps, including tightening the t:lock and delivering boluses with the tubing pointed downward; however, the occlusion alarm recurred. Technical support advised the customer to replace supplies when necessary and resume insulin therapy after confirming a successful bolus delivery.